Event description:
It was reported that the insulin gauge was not accurate. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up from support, and no additional information was received regarding the outcome of the event.